Event description:
Within 24 hour of the heartware lvad implantation, the patient presented with seizures, left-sided hemiparesis and intermittent confusion. Diagnostic image was compatible with acute right ischemic stroke and possible embolic event. As of the date of this report, the patient remains hospitalized and in stable condition; rehabilitation is planned.

Manufacturer narrative:
The product remains implanted in the patient and is thus not available for analysis. The cause that led to the reported event could not be determined and clinical factors that may have contributed to this event were not provided. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. No additional information will be forthcoming.